Event description:
Painful left hip so the surgeon revised. Elevated metal ions in blood. Corrosion was noticed on the trunion.

Manufacturer narrative:
The sales rep confirmed that the catalog number and lot code of the meridian stem would not be available because the stem was left implanted. Should additional information become available, it will be provided in a supplemental report. Device remained implanted.